Event description:
The customer reported to philips healthcare that there was a low battery message and that the battery would not charge. There was no adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4).